Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via a left inguinal approach. The 90% restenosed lesion was located in the moderately tortuous and calcified left anterior tibial artery. A 1.5mm x 20mm x 142cm sterling es balloon catheter was advanced for pre dilation. During the first inflation to 8atms and about 5 seconds, a balloon rupture occurred. The balloon catheter was removed intact. Post dilation was performed with a sterling es otw balloon catheter. No patient complications were reported and the patient's status is good.